Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a re-do idiopathic ventricular tachycardia - (idvt) procedure with a thermocool smarttouch sf catheter and suffered a pericardial effusion which required a pericardiocentesis and given 2 liters of blood. Initially, it was reported that the proximal electrodes were flashing black on the carto 3 system after a few minutes of mapping shortly after the catheter was inserted into the body. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The catheter was brand new and not reprocessed. Then, it was also reported that after an procedure, a pericardial effusion was noticed. At the end of the procedure, they noticed on intracardiac echocardiography (ice) that there was more fluid in the pericardial space when compared to the amount of fluid in the preprocedural check. They checked with anesthesia and confirmed a few minutes later that there was a drop in blood pressure on the patient to correlate with what they found. The medical intervention provided was pericardiocentesis. Over the span of a few hours, the patient lost about 1600ml of fluid blood so the patient was given a couple units of blood, and they waited to see if the draining would stop. The patient was still losing fluid, so they did a transesophageal echocardiogram (tee), and nothing indicated a perforation or aortic aneurysm. The patient was sent for a CT angiogram scan and there was still no identification of a perforation. During the evening, the patient slowly stopped losing fluid, but they lost a total of 400ml of fluid in addition to what they had already lost. They continued monitoring the patient. The patient had an asd repair and a sternotomy previous to the ablation and the physician thought it could have contributed to the cause. They used an thermocool smarttouch sf catheter for ablation with an ngen generator, but the physician did not think the injury was caused by these products. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The proximal electrodes were flashing black on the carto 3 system issue was assessed as non MDR reportable. The device is not visualized by the carto system. The user will have to replace the catheter in order to complete the procedure. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The adverse event was assessed as MDR reportable under the thermocool smarttouch sf catheter.